Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while purging the catheter a major leak was found in the middle of the device. There was no patient injury.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter was leaking. The customer returned one opened kit (reference files (B)(4). The returned catheter was removed from the kit and was visually examined with and without magnification. Visual examination of the returned catheter revealed that the catheter appears used as biological material can be seen on the inner coils. Microscopic examination of the catheter revealed the catheter is damaged at approximately 38cm (c05158) from the proximal end. The extrusion appears to have a cut (reference files (B)(4). No other damage was observed. A functional leak test was performed per mrq 000017 section 7.5 rev. 7 using the returned catheter and a lab inventory snaplock adapter with the lab leak tester (c05176). The proximal end of the catheter was inserted into the snaplock adapter until it bottomed out and the components were locked. The catheter was confirmed to be secured by tugging gently. The snaplock adapter was then connected to the lab leak tester and the pressure was increased to 10 psi to establish flow. The distal end of the catheter was then capped off and the pressure was other remarks: increased to 25 psi for 30 seconds. A leak was detected coming from the same location where the catheter was damaged, which was revealed during the visual inspection. No other leaks were detected. A corrective action is not required at this time as the investigation shows no evidence to suggest a manufacturing related cause. All epidural catheters are tested for leaks at the time of manufacturing. A device history record review performed on the epidural catheter showed no evidence to suggest a manufacturing related cause. The leak was detected during use. Therefore, based on the condition of the sample received and the time of discovery indicate operational context caused or contributed to this event.

Event description:
It was reported that while purging the catheter a major leak was found in the middle of the device. There was no patient injury.